Event description:
The customer reported, a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Later, called the customer to f/u. Found that the customer was able to prime the insulin pump without getting a motor error alarm. The customer declined to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.